Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure a pericardial effusion occurred. A pericardial tap was performed and the patient underwent open heart surgery. The patient was reported to be doing fine and was stable.